Manufacturer narrative:
(B)(4). Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4) foreign object inside the inner sheath. A wallflex biliary rx stent and delivery system were returned for analysis. Visual examination of the returned device found that blue outer sheath was kinked. During the product analysis, a guidewire was attempted to be loaded through the distal end of the device when an obstruction was felt approximately 23 cm into the device. The inner sheath was dissected and a 1 mm translucent object was removed. No other issues were identified during the product analysis. The translucent object was analyzed using ftir spectroscopy, and the results suggest that the object may be a glass or glass-like material. A review of the wallflex biliary top assembly line was conducted, and no glass or glass-like materials or equipment are used in the wallflex biliary manufacturing process. It is not known how or from where the translucent object could have been introduced into the device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified lot. Device analysis determined that the condition of the returned device was consistent with the complaint incident. However, based on the condition of the returned device and the evaluation conducted, a definitive root cause for the reported failure could not be determined; therefore, the root cause classification is undeterminable. The review and analysis of all available information fails to indicate a root cause or probable root cause for the reported event.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex biliary rx uncovered stent was to be used to treat a malignant stricture in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) performed on an unknown date. During the procedure, the physician began backloading a 0.035 dreamwire guidewire into the delivery system when resistance was felt. The procedure was completed by using another wallflex biliary rx uncovered stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that a 1 mm translucent object was found within the inner catheter.